Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the flanks using a coolsculpting elite control unit on (B)(6) 2021 and may have developed paradoxical adipose hyperplasia. The patient first noticed symptoms approximately four months after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.